Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient feels like passing out when using a hand dryer and needs to leave the room to recover. Follow up information was attempted to be obtained, but it was unavailable as the patient has not been seen by the physician since these symptoms were reported. The device remains in use. No further patient complications have been reported as a result of this event.